Manufacturer narrative:
Based on the additional information received and patient anatomy, this event no longer meets reportability requirements as it is deemed not related to the reported device.

Event description:
Additional information was received indicating that the surgeon believes the capsule anatomy is abnormal as the lens will not vault in a way that is consistent with a final effective lens positioning prediction by modern iol calculation formulas.

Manufacturer narrative:
Product was returned for evaluation. Visual inspection found the lens in two pieces. A small portion of lens was attached to the one piece of haptic plate and the other half was the haptic plate with a haptic. A good portion of the lens was missing. The cause of the damage could not be determined. Due the condition of the lens received, functional testing could not be performed. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, patient had blurry vision in the left eye, three weeks post cataract surgery due to z formation. The vaulting lens was observed to be asymmetric causing gradual blurring vision. The lens was removed approximately nine weeks post-surgery and replaced with a different model lens. In the surgeon¿s opinion, the most likely cause of the vaulting was patient anatomy. The outcome is reportedly good.